Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid and bupivacaine via an implantable pump for spinal pain. It was reported that the bolus was not being delivered and there was a problem with the handset. When they try to connect to the pump, it doesn't connect and it starts to act like it's going to do something but it just never finishes. Agent inquired if it was getting stuck at 90% and they stated that it gets stuck sometimes and it says to wait and it will just go back. Agent walked them through clearing the data on the handset. They were able to connect and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue.